Event description:
It was reported the powered wheelchair motor/gearbox was leaking grease, causing the wheelchair to stop suddenly during use.

Manufacturer narrative:
This event occurred outside the us.